Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Event description:
During an acdf procedure at c4-c5 the tip of the extraction screwdriver broke off in the head of a screw and was left in the pt.